Event description:
The customer reported that the system displayed several error messages which would all contribute to either a system shut down or prevent the system from booting up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was reseated and adjusted during the service call. The system was tested and found to be working as intended and put back into service.